Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 45985. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B5: it was reported that the event occurred during testing, no patient injury was reported. One device was returned for analysis. Visual inspection showed scratched lcd lens, a cracked battery door, and a worn overlay gray. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. As a result, the error code was cleared. A history review identified there was no indication that the complaint was related to a service of the device within the review period.